Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in greater than two seconds of pacing inhibition. Additionally, the patient experienced pacemaker mediated tachycardia (pmt). An invasive procedure was performed. The lead was explanted and replaced. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.